Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Based on the information available, the most likely root cause of the event is related to a pre-analytical issue. Preventive maintenance was performed on (B)(6) 2017. The customer has not complained of any further issues.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 2 patient samples that were tested for crej2 creatinine jaffé gen.2 (crej2) and ureal urea/bun (ureal) on a cobas 8000 c 702 module and elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh) on a cobas 8000 e 602 module. The initial results were run on (B)(6) 2017 and reported outside of the laboratory. The erroneous results were identified when repeat testing was performed on (B)(6) 2017. The customer thought the issue could be related to the modular pre-analytic (mpa) system because they received an error around the time of the incident. The customer was asked, but did not provide, which results came from an aliquot sample and which came from the primary sample. This medwatch will cover the erroneous results on the c702 module. Refer to medwatch with (B)(6) for information on the erroneous results from the e602 module and medwatch with (B)(6) for information on the mpa. Patient 1 had an initial ureal result on the c702 module of 42 mg/dl and an initial crej2 result of 8.64 mg/dl on the c702 module. The sample was repeated and the ureal result on a c702 module was 18 mg/dl and the crej2 result on a c702 module was 1.05 mg/dl. No adverse event occurred. The crej2 reagent lot number was 243270. The expiration date was not provided. The ureal reagent lot number was 225309. The expiration date was not provided. The field service engineer (fse) visited the customer site and performed mechanical, fluidic and pneumatic checks on the c702 module. The customer ran calibration and quality controls with acceptable results. The analyzer is operating according to manufacturer specification. During the service visit it was suggested that hitachi cups may not have been discarded from the aliquot rack prior to using the mpa aliquoter potentially causing patient samples to become mixed on the rack. Data was provided mentioning 5 patient samples that were potentially affected. It is not clear whether these 5 patient samples are part of the 2 patient samples the customer initially complained about. Clarification has been requested but has not been provided. It was noted that 1 patient sample was repeated because the doctor called and questioned the results. The results for patient 2 were questioned by a patient care provider on a different day, but the sample for patient 2 was discarded. It was noted that the customer was able to retest another sample from this patient but they were not able to report all the results. While investigating the issue, 3 more patient samples were identified as possibly being affected due to comparing the patients' most recent test results with their previous test results. The customer provided an example of a patient tested for vanc where they had been running around 15 ug/dl and the result after their last dose was < 4 ug/dl. Clarifications surrounding the additional patient samples was requested but has not been provided. It is not known if discrepant results were generated or if incorrect results were reported outside of the laboratory. Investigations are ongoing.